Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the ¿connection with the tube at the dialysate inlet¿ of a polyflux 170 h during set up. Liquid dropped on the ground and collected as a puddle. Different machines were tried, but the leakage occurred in all devices. The error occurred in an isolated filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.